Manufacturer narrative:
E1 - event site name: (B)(6) medical center. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that pre use, the cardiosave intra-aortic balloon pump (iabp) backup battery was not detected while the ac adapter was plugged in. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the ac adapter was replaced with the customer's own adapter. Afterwards, no failures occurred. Product passed all functional and safety tests per manufacturer specifications.